Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported problem, upstream occlusion, was not reproduced due to a constant reload set message during evaluation. A review of the event history log identified four events of upstream occlusion. The device will be subject to all testing through the service process, prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an upstream occlusion alarm. The problem was found at the biomedical service department. There was no patient involvement. No additional information is available.